Event description:
Caller advised had essure implanted on (B)(6) 2009. Physician had advised bleeding will stop but caller continued to have excessive vaginal bleeding for three months and had ablation to stop the bleeding. Caller has had cyst removed as well as other procedures after having this implant. Caller advised this device has caused a lot of misery as she experiences excruciating pain, lower abdominal pain, pelvic pain, vomiting, painful sexual intercourse, depression and urinary tract infections. This implant, she advised, has made her life very miserable and she is constantly going to the hospital and having test and procedures done to help with the adverse effects she has experienced from essure.